Manufacturer narrative:
Device was used for treatment not diagnosis. Additional narrative: this report is for an unknown distal femoral locking plate system. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: shin, y., han, s (2017) periprosthetic fracture around a stable femoral stem treated with locking plate osteosynthesis: distal femoral locking plate alone versus with cerclage eur j orthop surg traumatol. The objective of this study was to describe radiographic and clinical outcomes of patients with periprosthetic femoral fractures (ppf) around a stable femoral stem who were treated with a distal femoral locking plate alone or a distal femoral locking plate with a cerclage cable and participated in a median follow-up of 24 months. The study was conducted between january 2006 and march 2011 involving 24 patient. Group I, instructing the use of the reverse distal femoral locking plate system (lcp df; synthes, USA) using a percutaneous reduction instrument (collinear reduction clamp ; synthes, USA). The remaining 12 cards classified group ii, thereby instructing the use of the reverse lcp df along with a cerclage cable. Nonunion without loss of correction in a (B)(6) woman at the fracture site was noted in group ii who was treated successfully. This report is for an unknown distal femoral locking plate system. This report is 1 of 1 for (B)(4).